Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that the one touch ultra meter is giving inaccurate erratic readings. On september 8, 2008, this medical affairs specialist contacted the patient to clarify information obtained from the initial phone call. The patient tests her blood glucose 10 times per day. The patient controls her diabetes with lantus and humulin r insulin. The patient takes humulin r insulin based on sliding scale per the lfs meter readings. On the day before, in the morning, the patient reported blood glucose results of "289, 56, and 58 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. The patient reportedly took 2 additional units of insulin per the reported meter reading of "289 mg/dl" obtained on the subject meter. The patient reportedly felt fine at the time of concern. The patient went to the casino later on that day. While she was at the casino, the patient reportedly obtained a blood glucose reading of "250 something mg/dl" on the subject meter. The patient indicated that she was asymptomatic and the elevated lfs meter reading did not correlate with the way she feels at the time of concern. When her blood glucose is at "250 mg/dl," she is usually "clammy". The patient reportedly took another 2 extra units of insulin per the lfs meter reading. About 45 minutes later, the patient allegedly developed symptoms of "lethargic and incoherent." At around 6 to 7pm, the patient administered self-treatment with food/beverages and reportedly felt better within 45 minutes. The patient did not test on any other meter at the time of concern and did not test on the subject meter while she was symptomatic. When the patient got home, she obtained a blood glucose reading of "59 mg/dl" and was reportedly asymptomatic. The patient indicated that she felt had she took less insulin as opposed to the 2 extra unit of insulin she took per the lfs meter reading, she could have prevented the reported symptoms. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, the blood sample were taken from approved testing sites, the meter was coded correctly, and the reported meter readings did not match with the meter's memory. This complaint is being reported because the patient claimed that she had symptoms that can be suggestive of severe hypoglycemia after she took insulin based on elevated lfs meter readings. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for evaluation, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results iin a supplemental report.